Event description:
It was reported that the patient was scheduled to have a lead revision on 2014 (B)(6). It was unknown why the lead revision was taking place or if there were any therapy issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient had two implants and it was unclear which implant the complaint was against. Reference manufacturer report #3004209178-2 014-19839 for information regarding the patient's other implant.

Manufacturer narrative:
Product ID 3389s-40, lot# va09abh, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).